Event description:
It was reported that our product was the suspected source of ignition in a property damage insurance claim. Because of the extent of damage that occurred to the unit during the incident and subsequent handling, we were unable to either confirm or eliminate the item as the source of ignition.

Manufacturer narrative:
It was reported that our product was the suspected source of ignition in a property damage insurance claim. Because of the extent of damage that occurred to the unit during the incident and subsequent handling, we were unable to either confirm or eliminate the item as the source of ignition.